Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned for evaluation per additional information received. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not be returned for evaluation.